Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error on her insulin pump. Customer's blood glucose is 177 mg/dl. Customer stated anything could have happened while he was asleep. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.